Event description:
Additional information received from MFR on 4/30/98. The device was returned to minimed on november 4, 1998 and evaluated. The device was returned with normal operating current and was tested per minimed protocols. The device passed the delivery tests with 99.82% accuracy. In addition, the device was monitored for a period of time and monitored for unusual performance. None was noted. While over delivery may be plausible, minimed feels that the device did not over deliver. The minimed device is equipped with a solenoid step motor. The motor and drive mechanisms are designed to make motor runaway or inadvertent device related over delivery impossible. The pump is driven by a solenoid motor; constant voltage applied to the motor will not cause pump runaway. Five separate signals from the microprocessor control pumping. The pump is also equipped with an independent over infusion processor (iop) and a watch dog control which would short out the motor to prevent pumping, and causing a continuous audible signal to warn the pump user.